Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent and abdominal pain. Five days after onset, the patient was hospitalized for the bacterial peritonitis. Beginning on the day of onset, the patient was treated with cefazolin 1 gram every day intraperitoneally for five days and amikacin 100 milligrams every day intraperitoneally for five days for the bacterial peritonitis. Beginning five days after onset, the patient was treated with ampicillin/sulbactam intravenously (dosage, frequency, and duration not reported) for the bacterial peritonitis. Antibiotic treatment with the intravenous ampicillin/sulbactam was ongoing. Hospitalization was ongoing. Dianeal therapy was ongoing. The patient was recovering from the bacterial peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported nine days after the event onset, the ampicillin/sulbactam was discontinued. On that same day the patient was discharged from the hospital. The following day, the patient was started on oral ampicillin (dose and frequency not reported) for peritonitis. Sixteen days after the event onset, the ampicillin was completed. That same day, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.